Event description:
It was reported that during testing, the device was set at 360 joules but it was outputting at 420 joules. There was no pt use associated with this incident.

Manufacturer narrative:
The customer (biomed) confirmed that he was able to replace the monophasic therapy pcb assembly. The device was tested and that solved the reported issue. The removed assembly will not be returned to physico-control for evaluation. The root cause of the reported failure cannot be determined.